Event description:
1/19/00 md called in response to acknowledgement letter. Md wanted to provide feedback regarding this event. Md stated coming across the appendicele artery, there not a lot of tissue in the jaw, and the tips of the stapler were visible. Device closed ok, but required excessive force to fire. When the device was opened the artery was not stapled at all. Clips were used to control the bleeding. The remaining row of staples were visible inside the device.

Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the rep that when the surgeon fired the tsw35 instrument, there were staples only on one side of the cut line. This resulted in considerable bleeding and a much more difficult and lengthy case. The artery was the appropriate size and thickness. The surgeon stated that the instrument felt slightly stiffer upon firing.